Event description:
It was reported that during a coronary stent procedure, the physician had advanced the wire into a side branch and then stented the side branch. Upon removal the tip of the wire became caught on the stent and fractured. The tip of the wire remains in the patient. Patient status is listed as "okay".